Event description:
It was reported that 2 shocks were required and that each was aborted, reporting a service message. The pt was reported to have survived.

Manufacturer narrative:
Eval: the electronic history file from the actual device involved in the incident was evaluated, confirming the reported event. The actual device has not been returned. Eval summary: the actual device has not been evaluated. Eval result, error handling fault during charging.